Event description:
It was reported that the patient's right ventricular lead exhibited myopotential oversensing. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the right ventricular lead was capped and replaced due to noise on (B)(6) 2022. The patient's condition was unknown.